Manufacturer narrative:
Citation: kiliç et al. Comparison of evolut-r 34 mm valve and smaller evolut-r valves in patients undergoing transcatheter aortic valve implantation and determination of mild paravalvular leak predictors. Anatol j cardiol. 2024 jan 15;28(2):109-117. Doi: 10.14744/ anatoljcardiol.2023.3563. Available online date: january 12, 2024. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the comparison of evolut-r bioprosthetic valve sizes in patients undergoing transcatheter aortic v alve implantation (tavi).  The time frame of this study was between april 2015 and may 2022.  The study population included 269 patients who were predominantly female with a mean age of 78.9 years.  All patients were implanted with a medtronic evolut r bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events included: arrhythmia requiring permanent pacemaker implant, new-onset stroke, pericardial tamponade, acute kidney injury, major bleeding or vascular complication, moderate to severe paravalvular leak, and peri-procedural myocardial infarction.  No further information was provided pertaining to medtronic products.